Event description:
Related manufacturer reference number:2017865-2022-05159. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right atrial and right ventricular leads were oversensing noise. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (distal portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.